Event description:
Customer's son has been using iv3000 for about 2 years. The last box of dressings and the replacement box of dressing from her local pharmacy when wet, the backing on the dressings dissolves and the adhesive turns black and sticks to her son's clothes and skin. The cannula has come out once. His blood sugar did not go up. She was able to reapply the infusion set and dressing, and no harm was done to the pt.

Manufacturer narrative:
Samples received and forwarded to mfg site for investigation on 08/15/2008. Investigation results will be submitted in a supplemental report.